Event description:
Orthopedic surgeon used mepilex border post-op dressing to total knee replacement incision site. He feels changes made to this product by manufacturer late 2024 resulted in patient developing a blistering, shearing skin injury requiring hospitalization for surgical incision and drainage, wound vac placement and ultimately skin grafting to heal surgical incision site.